Event description:
It was reported that (1) device was used during a pneumonectomy. It was reported by the affiliate that the tlc75 stapler and the cartridge locked during the procedure. Another device was used to complete the case. There was no consequence to the pt.